Event description:
It was reported that the patient had her stimulator explanted due to "lack of relief." No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), product type lead, product ID 3778-60, serial# (B)(4), product type lead, product ID 37752, serial# (B)(4), product type recharger. (B)(4).